Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the battery depleted one year after implant. The physician requested the device be checked to determine if the depletion was normal end of life or if there was a problem. No patient outcome was reported. No telemetry or device parameters were available.